Manufacturer narrative:
Corrected information was provided in h.6 and h.11. Correction information: FDA patient code e2401 was sent instead of e0819 and FDA health impact code f19 was sent instead of f1905. Additional information was provided in d.9., e.1., h.3., h.6 and h.11. The lens was returned positioned incorrectly, tilted into the well area in the lens case. Viscoelastic was observed on the lens. The lens was cleaned with klotho-related protein (klrp) for further evaluation. A short, narrow scratch was observed on the posterior optic in the center. The scratch was angled to the travel path. This damage was similar in appearance to damage caused by an instrument used to grasp the lens. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicted. A short, narrow scratch was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instruction for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage the IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implantation prior to iol implantation the lens was opened and a drop of company viscoelastic was applied on the optic. The lens was loaded using a company injector and cartridge and proceed with lens delivery. The surgeon noticed a scratch at the middle of the optic in patient¿s eye. As a result, the surgeon had to enlarge the surgical wound to remove the scratched lens and replace it with a new backup lens with another unit of company injector. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).